Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis and the patient was hospitalized for the event on an unreported date. Treatment rendered was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd891721 and gd891796. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.